Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator became inoperative and resulted in the safety valve open condition. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event. A service engineer inspected the device and confirmed the reported issue. The se ran short self-testing to address the issue. The unit passed all testing and operated within the manufacturing specifications.